Event description:
It was reported that the permanent cautery hook intstrument did not dissect properly. No further details were provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found evidence that the instrument may have arced during a surgical procedure. Part of the yaw pulley and the distal clevis have been charred. The customer's complaint that the instrument "did not dissect properly" may have been due to a decline in performance as the insulation began to degrade. This complaint is being reported via an MDR since the instrument may have arced during a surgical procedure.